Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the tip of the screw is damaged. The investigation of the complained screw could not identify the root cause for the reported problem. The article was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The screw conforms to the specification. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2013, the doctor inserted four screws, but was unable to insert and fix one screw. The doctor confirmed that the tip of the screw was broken. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.